Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed for the defibrillation threshold (dft) test and the external shock required, and to capture the reportable event of surgery. The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms during this normal device change out procedure. A defibrillation threshold (dft) test was performed which was unsuccessful, and an external shock was required. The patient was to have the device therapy turned off and have a system explant to replace with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was explanted due to shock impedance measurements of greater than 125 ohms. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms during this normal device changeout procedure. A defibrillation threshold (dft) test was performed which was unsuccessful, and an external shock was required. The patient was to have the device therapy turned off and have a system explant to replace with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.